Event description:
Reportedly, the subject programmer does not start.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment:(B)(4).

Event description:
Reportedly, the subject programmer does not start.